Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,4.7,10,mtx,mg (tsvtwb10) mount was returned for investigation. Visual inspection of the as returned product identified that the mount hex is confirmed to be fractured off. The implant is minimally worn from use at the threads and internal drive feature. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; breakage. Complainant reported that the implant fracture on tooth #20. When hand-torquing implant at placement, another implant had to be opened to use the impression coping. The reported event is confirmed following inspection of the implant and mount. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k) number: k101880.

Event description:
It was reported that the (B)(4) implant coping fractured during the procedure. Another implant was used to complete the procedure. Tooth location 20.